Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a device malfunction and the device was unable to hold a charge. The battery was depleted. The patient¿s implantable neurostimulator (ins) did not hold a charge and it would not turn on. The patient needed to see the surgeon to have the battery replaced or explanted. The outcome was ongoing. The patient could no longer use the ins. The event was related to the device or therapy and not related to the implant procedure. There were no signs or symptoms related to the event.